Event description:
Was required to wear a facial covering per government orders to enter hair salon. The fumes from the chemicals used were captured in my required mask which I was not permitted to take off. I could not breathe, was nauseous, dizzy and vomited the entire day even after removing the mask. Had I not been forced to wear the mask, I would not have experienced these symptoms as I have gone to the hair salon with the same chemicals many times before the mandate. FDA safety report ID# (B)(4).